Manufacturer narrative:
A complete lead was returned in one piece measuring 52.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant procedure. During surgery, the newly implanted lead had very high pacing impedance and the guidewire was unable to be inserted properly. The lead was exchanged and the procedure was completed successfully. There were no patient consequences and were recovering.